Event description:
Essure device failed to deploy coils in the fallopian tubes.what was the original intended procedure?d&c, hysteroscopy, hydrothermal ablation with essure.device #1is this a laboratory device or laboratory test?no.